Event description:
It was reported that the patient was ¿tentatively scheduled for a procedure to move his implantable neurostimulator (ins) on (B)(6) 2013.¿ it was noted that the patient lost weight and this had affected the ins pocket. It was noted that the patient had a gradual weight loss. It was unknown when this issue began.

Manufacturer narrative:
Product ID 3998,# v010124, implanted: 2006 (B)(6); product type lead product ID 3708340, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3708340, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 37742, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the surgery to change and move the battery to a new pocket location was successful. It was noted that the patient was much happier and was doing great.

Manufacturer narrative:
(B)(4).

Event description:
Additional information recieved reported that before the revision, the ins pocket site was painful because there was no fat to pad it. It was noted there was no observed device malfunction relating to the event.